Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 30 mg/dl. The customer was taken to the hospital where she was treated and released at 7am when she requested to be discharged. The customer was advised to stop using her insulin pump and return to her multiple daily injections until she can discuss this with her provider. The customer agreed and will resume injections.